Manufacturer narrative:
The reported complaint of vr leadless pacemaker in rom mode during a firmware upgrade was confirmed. The provided information was reviewed by abbott engineering, and it was observed that the rom mode prompt was expected due to telemetry challenges during the firmware upgrade attempt. The device was performing as expected.

Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the leadless pacemaker exhibited interrogation problem. Once communication was able to be re-established, it was noted that the device inappropriately went into read only memory (rom) mode. The device was then restored to normal settings and its firmware upgraded successfully. There were no patient consequences.